Manufacturer narrative:
Pump exchange reported on medwatch MFR# 2916596-2017-03094 a specific cause for the patient's infection could not conclusively be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device-11 days. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that per additional information received on 01dec017 under (B)(4) from the mcs clinical specialist, (B)(6): patient has a history of a chronic driveline exit site infection. It was reported by the vad clinician that the patient was diagnosed with a driveline infection on (B)(6) 2017. There was erythema and discharge drainage from the exit site of driveline. Cultures were obtained that revealed citrobacter koseri and klebsiella pneumoniae. The patient was placed on amoxicillin and keflex for treatment of the infection. No other additional information provided.